Event description:
The patient was undergoing a medical procedure using a neuron delivery catheter 070. During preparation for the procedure, upon introducing the catheter through an introducer, the catheter was kinked and not used in the procedure. This incident occurred with two catheters.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00144. Device was disposed of by hospital.